Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6:ealth effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 09/30/2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the egv was 250 mg/dl. It was not documented whether the patient checked the bg or experienced symptoms. He took insulin and an unspecified time later, started to feel low. When he returned home, the bg was 67 mg/dl and the behavior of the receiver was not documented. He experienced diaphoresis and chills and the girlfriend transported him to the ed at 0200. It was not documented whether attempts to treat the symptomatic hypoglycemia were made. The bg by the nurse was below 40 mg/dl and the egv was not documented. He was treated with glucagon injection and IV saline solution. An unspecified time after treatment, the bg was 154 mg/dl and at some point, the sensor was removed. The patient was discharged at 0715 and was tired but getting fine at the time of the call the same day. Of note, the patient uses tandem pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.